Event description:
It was reported, the pump was making a beeping sound of three beeps. The patient was told it should only sound one beep. The pump was not ¿supposed to be out¿ it was believed the pump had a delivery problem. The patient was ¿very sick right now with chills low fever and metal smell and taste all around." The patient could not get filled until (B)(6) 2013. The patient was told to go to the emergency room until then but they "don¿t seem to understand" the pumps and can¿t fill them. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).